Event description:
Philips received a complaint about the v60 ventilator indicating that the device unexpectedly restarted. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response received from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) was not available. The reported issue of device automatically restarting could not be confirmed. The asp stated that the device returned to normal operation after the customer performed cleaning maintenance. The device was fully functional and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.